Event description:
It was reported that during a post stent dilatation procedure, the balloon was inflated twice to 22 atm's (rbp=20) and became caught in the stent. The physician had to "deep seat" the guide catheter in order to remove the balloon catheter. Upon removal the balloon appears to be flattened. Patient status is listed as "okay".